Manufacturer narrative:
Sections with additional information as of 02-aug-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Event description:
Consumer reported complaint for error message (e-3). Customer reported obtaining the e-3 error using two vials of the same lot number of test strips. During the call, a blood test was performed by the customer and produced e-3 error using true metrix meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/14/2024 and open vial date is (B)(6) 2023. The customer reported feeling sweaty; medical attention was not needed at the time of the call.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: sweaty. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.